Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. The receiver log was downloaded for review finding no error related to the complaint. A sound "try-it" was performed and passed. A sound test by sound meter was performed and passed. An internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.